Manufacturer narrative:
Concomitant medical products: greatbatch lead, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent heavy feeling in throat/chest and pacemaker syndrome. The right atrial (ra) lead exhibited high thresholds. The ra lead will be explanted and replaced. No further patient complications have been reported as a result of this event.